Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The unit was able to power on using the customer battery and ac adapter. Power on test and power inputs test were performed both with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump turned off itself without user input upon device power up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.